Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer could not clear a max basal alert. Reportedly, the customer's blood glucose level was impacted.